Event description:
It was reported that in (B)(6) 2011, the patient had a xience v stent implanted at (B)(6) hospital without reported incident. In (B)(6) 2012, the patient was implanted with a promus stent at the same hospital. In (B)(6) 2012, the patient presented to this facility and was hospitalized due to fever and anthema (rash). Medical intervention of steroid therapy was given and the patient fully recovered. It was noted that the dapt therapy was stopped and the patient had a patch test for certican; the allergic reaction of certican was not detected by the patch testing. Additional testing for hypersensitivity including dlst (drug-induced lymphocyte stimulation test) were be performed, however, no patch test for the stent material was performed. The origin of the hypersensitivity was not determined. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v device referenced is being filed under a separate manufacturing report number. The stent remains in the anatomy. The stent delivery system was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of fever, hypersensitivity (allergic reaction), and rash, as listed in the instructions for use, are known adverse patient events associated with coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.